Event description:
Reference number (B)(4).event occured in the united states. It was reported that the patient faced infusion set tape was not sticking due to clothing rubbing against the set event on (B)(6) 2026. No further information is available.